Event description:
It was reported that cartridge alarm 30 occurred during pump load process and caller was unsure whether used cartridge was removed at prompted time, with additional history of cartridge alarms on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while technical support arranged replacement pump, provided education on proper load process and storage mode, confirmed that replacement pump would have updated software, and instructed customer to return problematic pump within required timeframe, reenter pump settings, and reconnect continuous glucose monitor.